Manufacturer narrative:
The devices have not been returned for evaluation; therefore, the investigation is inconclusive for the failure to infuse as no objective evidence has been provided to confirm any alleged deficiency with the devices. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes two (2) malfunctions. A review of the reported information indicated that model 0600604, implanted port allegedly experienced failure to infuse. This information was received from one source. Both malfunctions involved patients with no known impact to the patient. The two patients were female with age and weight not provided.